Event description:
It was reported that during implant, high capture threshold was noted when lead was connected to the device. The lead tested normal with the system analyzer. Lead was disconnected and reconnected with the same high results. Device was not implanted. Measurements were good with the new device. Patient condition was fine after the event.

Manufacturer narrative:
The reported threshold anomaly was not confirmed in the laboratory. The device was tested on the bench, and no anomaly was found. The cause of the threshold anomaly could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun.